Manufacturer narrative:
The non-conformance investigation (nci) was conducted for this serial number 1210408jzx, and for those complaints when the analysis cannot be performed. The resulting risk is considered low, and no further action is required. The risk assessment for this failure mode does not require mitigation efforts. Containment action is not required since the sample was not received for evaluation, and all manufacturing controls were found effective to detect the reported failure mode. (B)(4).

Event description:
Covidien received a report via user facility report (ufr) # (B)(6). The report states the following: the pt was a newly trached pt (pre-existing medical condition unknown). The nurse was preparing to turn the pt the following day when it was discovered the inner cannula was coming loose from the trach. The nurse reported that she attempted to snap the inner cannula back in place and the out tube disconnected from the flange. The nurse reported that she assessed the pt and called the primary team to replace the tube. The report states that the tube was replaced without incident to the pt. Covidien is attempting to collect further details associated to the circumstances of this report.

Manufacturer narrative:
(B)(4). The user facility report did not specify a specific product ID or model however a lot number was provided for our manufacturing team to perform a lot history review. The sample associated to this report is expected to be returned for analysis.